Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb and the power supply assemblies, as well as the battery pack. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.